Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 04, 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during procedure, the laser fiber was used without issues and the physician was able to complete the procedure. During procedure closure upon taking the fiber out from the scope, it was noted that the fiber body was broken and the aiming beam was seen out at the break. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared slightly used. Additional examination under magnification revealed that the ball tip was minimally degraded. The fiber was returned broken into two pieces. The first piece measured approximately 33 cm from the top of the connector to the break. The second piece measured approximately 222.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during procedure, the laser fiber was used without issues and the physician was able to complete the procedure. During procedure closure upon taking the fiber out from the scope, it was noted that the fiber body was broken and the aiming beam was seen out at the break. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.